Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Medical records (op note) were provided. Medical records could not be assessed due to illegible handwritten op record. There are also some product sticker available providing product information. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient underwent a revision surgery due to osteolysis approximately 17 years post implantation. During surgery, it was observed the acetabular component was loosened and the poly was worn down. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Fitmoreâ®, shell with screw cones, uncemented, 50/hh item# 0100024550 lot# 2344841. Metasul head 28mm "s" 12/14 item# 192805 lot# 2223703. Unknown stem item# unknown lot# unknown. Unknown screw 20mm item# unknown lot # unknown. Unknown screw 25mm item# unknown lot # unknown. G2: report source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.